Manufacturer narrative:
Additional information received on 29 may 2018 after a call between surgeon and medacta: it is possible that the event is due to a malpositioning of the guides in docking phase in addition to a particular deformed anatomy of the patient and the learing phase of the surgeon. Batch review performed on 05 june 2018; lot 00615s: (B)(4) items manufactured and released on 29 march 2018. Expiration date: 2018-09-12; no anomalies found related to the problem.

Event description:
During post-op control the surgeon noticed that some screws were out (l1, l2 and l3, in the disc or medially) and therefore with a different trajectory respect to myspine planning. The patient has no symptons and no revision surgery is planned at the moment.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018: a lumbar arthrodesis operation was conducted with the help of patient-specific guides. At the end of the operation, the screw position proved unsatisfactory at radiological examination, but no clinical consequence is to be expected, according to the surgeon's evaluation. There is no clinical cause to this event and it could either be a technical error during surgery or a defect in the guides. We have no elements to make a decision in either sense.